Manufacturer narrative:
This record was converted. For additional information about the analysis, please see sap. Unit had compromised force sensor system alarms due to missing motor support disk. Aa (B)(6) 2008.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 182 mg/dl at the time of the incident. The customer also reported that the insulin was squirting during priming process. The insulin pump will be returned for analysis.